Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5109967) on 1jun22. The current complaint database has been researched for this event and there were no findings. The report was found to be written against an unknown device. However, research regarding the reporter found plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, qty20, had been purchased by the reporter. It was stated that the device was being used during an excision of right posterior neck soft tissue mass procedure that occurred on (B)(6) 2022. The report stated ¿procedure performed: excision of right posterior neck soft tissue mass. Cautery was then used to assist with this portion of the dissection. During the dissection, there was noted to be a spark and an orange glow was noted. Rapid removal of the drapes and facemask revealed a surgical fire involving the face mask. There was no evidence of any obvious facial or airway burn. He expressed no ongoing pain or difficulty breathing. His oxygen saturations remained stable. An approximately one-centimeter sized blister was noted on the patient's right posterior shoulder.¿. Further assessment questioning found the procedure was completed as planned and that the patient fully recovered without any need of medical intervention or hospitalization. This report is being raised on the basis of injury due to unknown degree of burn.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event could not be verified however, the vendor performed comprehensive testing on the latest batch of product and could not reproduce the reported event. The manufacturing documents from the device history record have not been reviewed because the lot number was not known. The lot history review was not conducted because the lot number was not known. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000004. Per the instructions for use, the user is advised that for procedures where visualization may be impaired, be alert of these potential hazards: the electrode tip may remain hot enough to cause burns after current has been deactivated. Inadvertent activation or movement of the activated electrode outside of the field of vision may result in injury to the patient. Localized burns to the patient or physician may result from electrical currents carried through conductive objects. Current may be generated in conductive objects by direct contact with the active electrode or by the active accessory being in close proximity to the conductive object. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5109967) on 1jun22. The current complaint database has been researched for this event and there were no findings. The report was found to be written against an unknown device. However, research regarding the reporter found plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, qty20, had been purchased by the reporter. It was stated that the device was being used during an excision of right posterior neck soft tissue mass procedure that occurred on (B)(6) 2022. The report stated ¿procedure performed: excision of right posterior neck soft tissue mass. Cautery was then used to assist with this portion of the dissection. During the dissection, there was noted to be a spark and an orange glow was noted. Rapid removal of the drapes and facemask revealed a surgical fire involving the face mask. There was no evidence of any obvious facial or airway burn. He expressed no ongoing pain or difficulty breathing. His oxygen saturations remained stable. An approximately one-centimeter sized blister was noted on the patient's right posterior shoulder.¿. Further assessment questioning found the procedure was completed as planned and that the patient fully recovered without any need of medical intervention or hospitalization. This report is being raised on the basis of injury due to unknown degree of burn.